Event description:
On 02/12/2024, intuitive surgical, inc. (Isi) received user facility report 2600320000-2023-8195 stating: during a vinci-assisted biliopancreatic diversion surgical procedure, the surgeon lost control of the vessel sealer extend, and it would not respond to command. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).